Event description:
(B)(6) study. It was reported thrombus occurred. The patient was on apixaban prior to consent and screening for the study. Prior to procedure, aspirin was not administered. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed. The patient underwent successful placement of a 27 mm watchman flx closure device with complete laa seal and deployed device diameter of 21 mm. After the implant, the patient was started on aspirin and continued apixaban. The patient was discharged from the hospital that same day. On (B)(6) 2021, CT imaging as part of 3 month follow up revealed a thrombus on the atrial facing surface of the watchman device. On (B)(6) 2021, the patient was stopped on both aspirin and apixaban due to a nose bleed that lasted four days.

Manufacturer narrative:
Correction: per the study investigator, the thrombus was noted to be on the inside of the device which is expected and normal, and not on the outside of the device.

Event description:
Option study. It was reported thrombus occurred. The patient was on apixaban prior to consent and screening for the study. Prior to procedure, aspirin was not administered. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed. The patient underwent successful placement of a 27 mm watchman flx closure device with complete laa seal and deployed device diameter of 21 mm. After the implant, the patient was started on aspirin and continued apixaban. The patient was discharged from the hospital that same day. On (B)(6) 2021, CT imaging as part of 3 month follow up revealed a thrombus on the atrial facing surface of the watchman device. On (B)(6) 2021, the patient was stopped on both aspirin and apixaban due to a nose bleed that lasted four days. It was further reported that the thrombus was noted to be on the inside of the device which is expected and normal, and not on the outside of the device.